Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead it took multiple turns to extend the helix with the helix jumping out. Therefore, the rv lead was not used. No patient complications have been reported as a result of this event.